Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when creating the pouch on a laparoscopic roux en y procedure, the tip of the device broke and fell into the patient¿s cavity. It was stated that the piece was retrieved by irrigation. The surgical time was extended to 30 minutes or more. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. A microscopic examination of the device displayed nicks on the knife blade. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. The sharp trocar is damaged at the tip. The blunt trocar is broken at the engaging notch. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. A representative blunt trocar was attached to the anvil with proper engagement. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged trocars may occur if the trocars are handled rough. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.